Manufacturer narrative:
This report is filed on may 15, 2019.

Manufacturer narrative:
This report is submitted on april 11, 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use. Subsequently a decision was made to explant the device, the device was explanted on (B)(6) 2018.